Event description:
The patient contacted animas alleging an issue with multiple buttons on the keypads not responding. The patient stated the up and down arrow buttons were not responding. They mentioned that they noticed moisture behind the lens. There was no damage to the keypad. Patient was unable/unwilling to confirm whether or not they clean the pump. The product was replaced. The complaint is being reported since the alleged issue with the keypad was not resolved. There is no evidence that the alleged issue with the up and down arrow buttons not responding caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing all the keypad buttons were responsive and had normal spring back or click. During investigation, evidence of contamination was found under the contrast and up key contacts. There was no internal moisture present in the pump and the pump passed a leak test.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.